Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) and ketamine via an implantable pump for spinal pain indications for use. It was reported that they had magnetic resonance imaging (MRI) of the thoracic and lumbar area. The patient stated that the MRI was not related to the medtronic device/therapy. The patient was wondering how to get the pump to restart after the MRI or to make sure the pump has turned back on. The agent reviewed MRI guidelines and redirected the patient to a physician. The patient then stated that she had an x-ray done yesterday because when she had her pump filled on tuesday (B)(6) 2024, there was a volume discrepancy, and the physician was expecting to get 5 out but there was 13. The patient has been having problems with the pump and return of symptoms since "sometime in the summer months" but within 2024.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer (con) stated that the catheter that connect to the pump was kinked. The catheter kink was showing on the x-ray. The cause of the volume discrepancy was due to the kinked catheter. The catheter was replaced on (B)(6) 2025.

Manufacturer narrative:
See h3. Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type catheter ubd: 2025-12-07 UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.